Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified artery. A 15mm x 3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, upon the second inflation, it was noted that the balloon ruptured in a pinhole form at 10 atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. No patient complications were reported, and patient was good post procedure.